Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure of the g1 circuit was due to aging since it has been more than 6 years since the device was manufactured.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. The screen went blank due to a faulty printed circuit board. The unit functioned successfully with a test board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the high definition lcd monitor screen goes blank. The customer reported the power light on the screen is on and then it goes out. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
Additional information was provided by the customer on 02apr2021. The event description, initial reporter occupation, and the coding were updated. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided by the customer on 02apr2021. The event occurred during preparation for use. The unit would come on for about 5 seconds and then go blank. There was no patient involvement in this event.